Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unacceptable method comparison results on pt/inr cartridges compared to lab instrument on a patient. There was no patient information available. Date: unk, I-stat: >4, stago: unk. Based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. (B)(4).